Event description:
"Pt had an injury to the omentum. Surgeon converted from laparoscopy to laparotomy to determine extent of injury. Doctor used applied insufflation needle but was unhappy with its performance, so he requested the us surgical needle to complete insufflation. When initial port was placed the injury was noticed. Unsure, either applied or us surgical"